Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy on the right side only. Farther away from spine clamp more inaccuracy was noted. Left side was accurate. A large decompression was done before spin from l2-s1, open spine clamp was placed on l1. It was noted that the patient had harder than normal bone, requiring increased force applied to the spine. The surgeon adjusted for the inaccuracy; c-arm was brought in for confirmation. The procedure was completed without the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold entire number of alpha/numeric digits. As provided by the site, patient identifier is (B)(6). Follow-up investigation by medtronic representative finds the inaccuracy was less than approximately 10mm. The surgeon performed a big decompression that destabilized the spine and due to harder than normal bone, a large amount of force was applied to the spine post decompression; causing the spine and vertebral bodies to move. The system and instruments were checked-out, tested, and found to be accurate and fully functional. No further issues have been reported.